Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was reported. Abbott technical support was contacted and after review of the session records, device reprogramming was recommended. Device reprogramming is anticipated. The patient was stable with no adverse consequences.